Event description:
It was reported that device entrapment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A mach1 guide catheter was selected for use. During the procedure, due to the entrance lesion, the tip of the guide catheter was floating. A rota burr was inserted and withdrawn to ablate the lesion. Following the insertion and withdrawal, the tip of the guide catheter was shaved off and the burr became stuck. The same catheter was taken out and the rota procedure was continued. No patient complications were reported.

Event description:
It was reported that device entrapment occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified proximal right coronary artery. A mach1 guide catheter was selected for use. During the procedure, due to the entrance lesion, the tip of the guide catheter was floating. A rota burr was inserted and withdrawn to ablate the lesion. Following the insertion and withdrawal, the tip of the guide catheter was shaved off and the burr became stuck. The same catheter was taken out and the rota procedure was continued. No patient complications were reported.